Manufacturer narrative:
(B)(4) - results: (stent deformation and failure to deliver stent). Results & conclusion: (pt lesion morphology). Eval summary: the stent was positioned on the balloon as per specification. The 14th, 15th and 16th proximal stent segments were raised and deformed. No further damage noted. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to implant a 2.75 mm diameter x 24mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a lesion in a pt. An angiograph showed a diffused lesion of the lad and lcx. Using a guide wire, the distal of lad was dilated using a balloon. The physician attempted to implant the endeavor resolute rapid exchange (rx) drug eluting stent through the lesion but failed. Resistance was noted when the device tried to cross the target region. The device was inspected prior to use and no abnormalities were noted. The physician used another stent and the operation was successful. No pt injury occurred and no clinical sequelae were reported.